Manufacturer narrative:
E1: customer full name and address information. (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation and previous investigations through reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced no image during set up / inspection for use. There were no reports of patient or user harm associated with this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected fields: h6 - (type of investigation, investigation findings, investigation conclusions) h8: usage of device is reuse.